Event description:
A healthcare professional reported that before vitrectomy surgery, the ophthalmic vitrectomy cutter was not working. Procedure details have not been provided. There was no patient contact.

Manufacturer narrative:
The company representative was able to replicate the reported event. The component on the vitrectomy valve was replaced to address this issue. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The root cause of the reported event is attributed to nonconforming component on the vitrectomy valve. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).